Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records found no deviations or non-conformance's during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that while the surgeon was pushing the knot, the suture of t2 broke. No significant delay or patient injury reported.